Event description:
A healthcare worker complained of lungs burning, itchy, watery eyes, runny nose, and cough while working in a room where cidex opa was used. The worker went to occ health and no medications were prescribed. The worker's symptoms lasted for three days. The customer stated that the solution is kept in bins and the lids are on except when in use. The ventilation has been checked, but the air exchange is unk.